Event description:
Reportedly, during follow up on (B)(6) 2023, battery expectation has suffered a huge decrease. In 2022, 7 years longevity and on (B)(6) 2023: 1 year and three months. A new device programmation has been implemented.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.